Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during bench test of this smiths medical cadd legacy plus pump, the pump exhibited "cassette alarm". It was reported that there was no patient involvement.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms number 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypad and labels intact, and the pump was in good physical condition. A review of the event history log did not identify the reported problem in the history. Functional testing was performed. The device was started in application and double beeped with a cassette in place which would cause a no disposable alarm. The root cause of the reported problem was a faulty downstream sensor. To resolve the problem, the downstream sensor was replaced. Additional information d5 operator of device.